Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart failure and heart attack. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 10/2/2025 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart failure and heart attack. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed dust like contaminate on the flip lid, outlet swivel, flip lid latch, dry box, heater plate, rear assembly, water tank, ui (user interface) panel, ui knob, top enclosure, keypad, accessory module and sd cover flip doors, rear panel, bottom enclosure, blower motor, blower box, and the dc jack color insert. And the bottom cover. The manufacture observed hairlike fibers on the bottom assembly and flip lid latch. They found evidence of liquid spots with potential mineral deposits on the flip lid seal, bottom assembly, and the water tank. Potential biocontamination on the flip lid and the flip lid seal. Discoloration to the flip lid seal and the dry box seal. There was an insect on the dry box. The manufacture observed keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.